Event description:
The manufacturer received information in relation to a dreamstation auto CPAP. There was no report of serious or permanent harm or injury. During evaluation of the device at a third party service center, corrosion in connector as well as damaged button on upper enclosure was found. No other problems were detected. The device was scrapped.

Manufacturer narrative:
Upon review of this complaint, there was no alleged serious injury. In addition, the malfunction will not cause or contribute to a serious injury if the event were to reoccur. This complaint does not meet the definition of a reportable event.